Event description:
It was reported the tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported after the third firing of the device on the patient's left side there was difficulty releasing the handles-both closing and firing - and the jaws would not open for reloading. A new tsw35 was opened to complete the case. There was no consequence to the patient.